Manufacturer narrative:
Unfortunately, no log files or the device itself were returned for evaluation, which limits our ability to investigate further. Without the electrodes or device returned for evaluation, zoll cannot determine whether the third-party electrodes would have functioned properly. Zoll makes no representations or warranties regarding the performance or effectiveness of its products when used with pacing/defibrillation electrodes or adapter devices from other sources. At this time, zoll does not have sufficient information regarding the ECG leads used, nor access to device logs, to investigate the reported issue. Accordingly, this claim will be closed as no sample returned. Should additional information or the device/logs become available, the claim will be reopened for further investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal and the device would have been unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.